Event description:
It was reported that the patient experienced syncope and exit block due to a dramatic rise in threshold on the right ventricular lead. The rise was over a short period of time and the threshold was also high. A temporary pacemaker was inserted, and then the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.